Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22059113. Medical device expiration date: 11-may-2027, device manufacture date: 06-may-2022. Medical device lot #: 22059057, medical device expiration date: 06-may-2027, device manufacture date: 03-may-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd maxguard¿ administration set with needleless y-site each from lots 22059113 and 22059057 were blocked and wouldn't allow fluid past the first hub during use. The following information was provided by the initial reporter: "I am receiving numerous complaints about this IV tubing from end users mainly in our pre-op department. This time it is a different lot #. Staff is reporting that the tubing will not allow fluids to move pass the first hub. No kinks were found. Requiring them to open a new set and exchange out."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that "tubing will not allow fluids to move pass the first hub. No kinks were found". The customer complaint could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mx9128 lot number 22059113 was performed. The search showed that a total of 8,253 units in 1 lot number was built on 12may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mx9128 lot number 22059057 was performed. The search showed that a total of 14,403 units in 1 lot number was built on 11may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10

Event description:
It was reported that 1 bd maxguard¿ administration set with needleless y-site each from lots 22059113 and 22059057 were blocked and wouldn't allow fluid past the first hub during use. The following information was provided by the initial reporter: "I am receiving numerous complaints about this IV tubing from end users mainly in our pre-op department. This time it is a different lot #. Staff is reporting that the tubing will not allow fluids to move pass the first hub. No kinks were found. Requiring them to open a new set and exchange out."